Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05077 and 3005099803-2010-05078 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of the calcaneum performed on (B)(6), 2010. According to the complainant, a channel was made in the heel bone with a 13g ostycut bone biopsy needle and the electrode was advanced to the osteoid osteoma. However, when the physician attempted to proceed with the ablation, a generator error (e02) occurred. The ostycut was translocated and a second soloist electrode was advanced, but the same error (e02) recurred. The ostycut was then removed and nacl solution was applied to the area of interest without success. At this point, all connections were checked and the pads were tested, but the error was not able to be resolved. The procedure was not completed due to this event. The account indicated that there were no visible issues with either electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.